Event description:
A laboratory professional splashed control material in his left eye while pouring the control material into a cup. There was no immediate harm to the laboratory professional as a result of this event.

Manufacturer narrative:
The labeling and certificate of analysis of the control material indicate that each human donor unit used to manufacture this control was tested by FDA accepted methods and found non-reactive for (B) (6), antibody to (B) (6) and antibody to (B) (6). In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with patient specimens. Root cause of event: user error.